Manufacturer narrative:
Both the apc and esu devices were evaluated by the hosp's biomedical dept and found to be working properly. The apc/esu system's default programs/settings were re-installed. Then the system was placed back into svc (note: no equipment problem was found that would have caused or contributed to the event; therefore, the units were not returned to erbe for eval.). A device history record (DHR) review at erbe did not reveal any anomalies with the apc/esu system. It appears that upon treating the avms, the remaining wall was not sufficient to remain intact. Nonetheless, no conclusive determination could be made as to the cause of the event. The involved medical personnel are being made aware of the findings. To further address the issue, add'l in-svc work will be offered to the medical staff at the hosp. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical unit (esu/generator, model vio 300 d, part number 10140-000) was used in a procedure to treat arteriovenous malformations (avms) in the stomach. The settings for the erbe apc/esu system were apc pulsed, effect 1 at 35 watts. Post operatively, a perforation was discovered. Surgery was then performed to address the perforation.